Event description:
Hcp reported no pain relief for patient. The pump was beeping all the time for no reason. A dye study showed the catheter was alright. Hcp reported low battery alarm nine months after implant. A new pump was implanted. The device was explanted and returned to the manufacturer for analysis. A follow-up report will be sent when additional information is received.